Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. Reservoir fits properly into reservoir compartment. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked belt clip slot at battery tube threads area, cracked battery tube threads, and cracked case at display window corner.

Event description:
The customer reported via phone call that the reservoir was not locking in the insulin pump. The customer's blood glucose level has been high and low around 40 mg/dl. The insulin pump had a chip and the reservoir has fallen out. The customer treated her blood glucose level with the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.